Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2016 with blood glucose of 590 mg/dl. Customer had symptom of vomiting. Customer was hospitalized due to high blood glucose caused by pneumonia. Customer also had an inflamed esophagus due to pills taken. Customer was still hospitalized at the time of call. Customer was treated with insulin drip. Customer was wearing insulin pump at the time of hospitalization. Customer had suspended insulin pump. During troubleshooting, it was found that cannula was bent.